Event description:
It was reported that the infusion set adhesive did not adhere fully to the skin and the site fell off, though blood glucose remained unaffected and no leaks were reported; the patient confirmed proper site preparation and correct supply change, and the agent provided education and guided a site change. Symptoms included no injury and no hypoglycemic or hyperglycemic events. Outcomes included no medical intervention, no hospitalization, and successful resolution with user guidance. Investigation included a complaint review and user interview focused on insertion technique, skin prep, and environmental conditions. Investigation of this case revealed an infusion set adhesion issue without device malfunction, consistent with user- or environment-related adhesion variability, and the device and infusion set components were otherwise functioning. It was concluded, based on previously established findings for similar reports, that the cause was user-related or use-environment-related adhesion failure.